Event description:
Customer's spouse reported problems with the insulin pump. The support cap is protruded. The insulin pump alarms during the prime process. The insulin pump will be replaced. The blood glucose reading is 180 mg/dl. Nothing further reported.

Manufacturer narrative:
Unable to prime during the prime test and insulin pump alarmed during the basic occlusion test due to a protruded/loose drive support disk. Motor passed the motor test. A scratched lcd window, cracked display window, broken belt clip slot and cracked reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.